Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient was very confused and was messing around with the pocket and the device was exposed and the patient got infected. There were no additional adverse patient effects reported. The pacemaker was explanted.